Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection. Symptoms were pus, swelling, redness at pocket site and fever. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had right battery site soft tissue abscess. The physician assessed that the event was procedure related.

Event description:
A report was received that the patient had developed an infection. Symptoms were pus, swelling, redness at pocket site and fever. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent an explant procedure.